Event description:
(B)(4). I constantly bled up until about a month ago. But every time me and my husband are intimate I bleed to the point that my husband is covered in blood and my head is cloudy and I've gotten very forgetful.